Event description:
It was reported that the user experienced hyperglycemia while performing an ilet supply change and had been disconnected from the pump for an extended period, and the user also reported using insulin pen cartridges to refill the reservoir, which was explained as off label. Symptoms included elevated blood glucose readings up to a high value 400 mg/dl. Outcomes included troubleshooting and education, including guidance to consider a site-only change if glucose continued to rise to assess for a kinked cannula, with subsequent confirmation of glucose trending down and no evidence of a kinked cannula. Investigation included technical support review, user coaching, and confirmation of insulin delivery resumption after reconnection. Investigation of this case revealed that hyperglycemia was associated with prolonged pump disconnection and recent large meals, with automated correction dosing expected to aid return to range. It was concluded that the device functioned as intended and that the cause of the hyperglycemia was unclear but likely related to disconnection and meal intake. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.